Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began in the late afternoon of (B)(6) 2014. The patient stated they manage their diabetes with insulin (self-adjuster). In response to the alleged meter issue, the patient reported continuing with their usual dose of insulin and took levemir 60 units at 10:30pm that evening. The patient reported developing the symptom of ¿sweating¿ an unknown time after the alleged issue began. The patient denied receiving any medical treatment due to the alleged meter issue. At the time of troubleshooting, the csr noted that the patient was not a first time user of the lfs product. It was noted that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The csr noted the test strip did completely draw in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.